Event description:
Caller reported that t: slim x2 pump battery would not charge and the screen remained dark, preventing confirmation of any alerts. Use of tandem charging cable and different wall adapters or cables did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer opted for multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The technical support team decided to replace the pump, ensuring it would come with updated software, and provided instructions for returning the faulty device.